Event description:
Device 1 of 2. Reference MFR. Report#3006705815-2018-03291. It was reported that during surgical intervention on (B)(6) 2018 the physician was unable to place the leads at the desired location. As a result, the procedure was abandoned.